Event description:
On (B)(6) 2012 the reporter contacted animas to report that for one month the patient had obtained elevated blood glucose readings. On the morning of (B)(6) 2012 the patient obtained the reading of 600 mg/dl and experienced the symptom of a dry throat, which is her usual symptom of hyperglycemia. The patient corrected her blood glucose level with novolog insulin injection via a syringe; she did not seek any medical attention. The patient reported she was using a new infusion site on the back of her arm, using a mirror to see to insert the infusion set, because of scar tissue on her old infusion site. The patient noted that on (B)(6) 2012 she was hurrying to insert the infusion set, and two hours afterwards, discovered the cannula was not within her skin. Troubleshooting revealed all pump settings and programming were correct, and no alarms were found in the pump history that would indicate an issue with insulin delivery. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not ensuring proper insertion of the infusion set cannula, and having the cannula outside of her skin. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. Black box information from the reported failure date was overwritten due the continuous use of the pump. The pump booted normally to "verify" screen, all keypad buttons respond normally to presses. The pump was exercised for 24 hrs, no alarms occurred during testing. Force sensor calibration reading is within normal specification. The pump passes a 29 hour flow accuracy test and found to be delivering within specification. The pump was opened, the power flex, the force sensor, and the keypad flex were tested for intermittent conditions or damage, no defects were found, no moisture ingress observed inside.